Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received pump error alarm. Customer's blood glucose was unknown. Customer was not able to clear the alarm and received request to rewind insulin pump. Customer was not able to complete insulin pump rewind. Customer troubleshoot was performed. Customer was explained pump will need to be replaced and advised to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump error not confirmed during testing. Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test.